Manufacturer narrative:
All of the buttons functioned properly however, found corroded keypad traces. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No motor error alarm noted and the motor passed motor test. The insulin pump has normal operating currents. No unexpected battery out limit alarm noted. The insulin pump has cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during bolus. The customer did not recall any significant events leading up to the motor error alarm. The customer also reported that the device's keypad was unresponsive. Customer also stated that she received a battery out limit after a battery change. Blood glucose level at the time of the incident was 62 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.